Manufacturer narrative:
(B)(4). Inherent risk of procedure (dissection), patient's condition affected effectiveness of device (diseased vessels), device failure/lack of effectiveness related to patient condition (diseased vessels).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three months ago. The vessels were severely diseased. It was reported that CT imaging done 30 post-operatively revealed a possible ascending dissection extending from the left renal artery to the celiac artery. The physician stated that this might be due to excessive ballooning done at the time of implant though angiography suggests no evidence of this. A subsequent CT scan was done 30 days later and revealed that the dissection was not worsening; however, the patient's left renal artery was coming off of the false lumen of the aorta and thus the left kidney is showing signs of atrophy. The patient is reported to be asymptomatic and is not suffering renal insufficiency. The physician elected to not intervene at this point and is monitoring the patient. No additional clinical sequelae were reported.